Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity (tls) on both eyes (ou) at a 19-day post-operative exam. A brief description from the surgery center indicated the patient presented with light sensitivity that is extreme especially while driving which causes the patient to pull over. The patient also presented with watery and occasionally itchy eyes. Topical steroid dosage was increased to treat the symptoms. The patient was treated with lotemax. Best corrected visual acuity (bcva) from (B)(6) 2017. Right eye pre-op 20/20 -5.50 x -.75 x 35, left eye pre-op 20/20 -4.75 x -1.00 x 0.

Manufacturer narrative:
Surgery support was provided by an abbott medical optics application support manager (asm). The asm decreased the sidecut energy from 1.10 to .80. The patient is doing well and the transient light sensitivity (tls) has subsided. No loss of best corrected visual acuity (bcva) was reported. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.